Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted due to dislodgement. This lead was implanted on (B)(6) 2019. On (B)(6) 2019, the physician detected dislodgement on x-ray. During the explant, the physician reported a cut in the suture sleeve and suspected insulation damage. Physician decided to implant a new lead instead of repositioning the existing lead.